Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 made unlocking sounds but wasn't opened, needed maintenance. The field service engineer (fse) checked the station, found drawer 4 was failed intermittently, loosened screws on the latch side of the drawer 4 and ran diagnostics using the hardware test application (hta). Additionally, preventive maintenance was performed to ensure optimal functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer unlocked but didn¿t open automatically, had to be pulled manually and there was no obstruction. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.